Event description:
Provider states, there is a regulator issue which is causing too much pressure to go through the line to the o2 sensor and the line will not stay on the sensor, it blows off. No additional information provided. Item#(B)(4).